Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostar devices reported in the article are captured under a separate medwatch report. Literature attachment: article title "the effect of manufacturer¿s instructions for use compliance on cook zbis iliac-branched endograft long-term outcomes" b3: date of procedure estimated from 6/1/2006 to 6/1/2018. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple endovascular aneurysm repair (evar) procedures using proglide and prostar devices. The intention of this study was to compare the vascular complications of a non-abbott stent. One group followed the stent's instructions for use (IFU) while another group did not follow the stent's IFU. The pre-close technique was used for all access sites using proglide devices. The rate of vascular complications were low; however for proglide and prostar, included the following: pseudoaneurysms requiring the use of a covered stents. 42 deaths occurred; however, none were related to the use of proglide or prostar devices. The article concluded that following the non-abbot stent was a safe and effective treatment inside and outside the scope of its IFU. While vascular complications were more frequent if the IFU wasn't followed, certain situations may require physicians to deviate from the IFU despite the risk. Specific patient information is documented as unknown. Details are listed in the attached article, "the effect of manufacturer¿s instructions for use compliance on cook zbis iliac-branched endograft long-term outcomes."

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the case information, a conclusive cause for the reported patient effect of pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.